Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced inflammation and skin overgrowth at the implant site. On (B)(6) 2017, the patient underwent revision surgery under general anesthesia to excise the excess skin and place a longer abutment.